Event description:
It was reported that the rack pushrod was extended out, as a result the customer was unable to successfully load a cartridge. Customer's blood glucose level was 180 mg/dl. Customer reverted to manual injections for insulin therapy.